Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) female patient via the manufacturing representative receiving intrathecal fentanyl 350mcg/ml at 99.91mcg/day and bupivacaine 2.7mg/ml at 0.7707mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and post surgical neuritis. The concomitant medications and patient history were not reported. It was reported that the pump was alarming, and the home health nurse read the pump which revealed a motor stall on (B)(6) 2016 at 5:42. The manufacturing representative then interrogated the pump on (B)(6) 2016 and noted the same motor stall. The physician was going to observe the patient. It was unknown if the issue was resolved at time of this report. The patient status at the time of this report was "alive- no injury." Surgical intervention had not occurred, and was unknown if it was planned. Additional information received from the health care provider (hcp) that the pump was refilled on (B)(6) 2016- with a decrease, and an appointment was made to be seen in the office on (B)(6)2016 to run the diagnostics and x-rays. After her appointment, it was noted that the pump began alarming again while in radiology having the x-rays. The hcp sent the pump logs that revealed a motor stall occurred on (B)(6) 2016 at 17:36 (additional programmer logs noted 17:38 and 17:42). The logs also revealed a motor stall recovery that occurred on (B)(6) 2016 at 9:47 (additional programmer logs noted 10:21 and 10:27). The pump was replaced on (B)(6) 2016 with another manufacture pump. The cause for the motor stall was undetermined, as eri was at 36 months. If additional information is received this report will be updated.

Manufacturer narrative:
The recall/notification was applicable to this event.